Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the staples were partly fired and staple line was compromised. It was stated that there was a delay to finish time and surgeon had to oversew staple line to prevent leakage of bowel.